Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization procedure in the right iliac artery the fox sv balloon rupture at 18 atmospheres. Dilatation was completed using a non-abbott balloon. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.